Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer initially called for assistance with suspected high readings. The complaint did not meet the criteria to be reported. During the call when accessing the memory to view the readings, the customer was not able to find the readings, and alleged the contour was not retaining them. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.

Manufacturer narrative:
The returned meter was tested with the returned and in-house test strips and all results were correctly stored in the meter memory. The customer did indicate that she had replaced the battery recently. When replacing the battery on the contour meter, if the battery is removed from the device for more than five minutes, the memory will be lost. This is a possible explanation for why the customer was not able to see her prior stored results.